Event description:
A report was received that the patient had charging issues. The battery only holds a two day charge. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had charging issues. The battery only holds a two day charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was reported that no device malfunction was suspected.